Manufacturer narrative:
(B)(4).

Event description:
During pretest, the cuff did not inflate. There was no patient involved.

Manufacturer narrative:
(B)(4). The failure mode, cuff won't inflate, was confirmed. All manufacturing controls were found acceptable and effective to detect the reported failure mode. The confirmed failure (cut/tear in cuff) would have been detected during the 100 percent inflation/deflation test. The cut in cuff condition found in the received sample is not confirmed as related to manufacturing process.